Manufacturer narrative:
The results of the investigation concluded that the extension tubing had detached from the sideport of the hemostasis body due to a weakened bond. A corrective action has been initiated to prevent similar sideport events.

Event description:
During preparation for a procedure, the sideport detached from the introducer when flushed. There were no adverse consequences to the patient.